Event description:
A report was received that the patient's ipg was replaced as the patient reported that its not functioning properly. The patient stated that the device stopped working, also that they were feeling a shocking sensation in and around the battery site. The patient's ipg was also implanted too deeply for the patient to properly charge.

Event description:
A report was received that the patient's ipg was replaced as the patient reported that its not functioning properly. The patient stated that the device stopped working, also that they were feeling a shocking sensation in and around the battery site. The patient's ipg was also implanted too deeply for the patient to properly charge.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics.